Event description:
It was reported that the ventilator displayed technical error codes for power error and safety valve open while used on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device expiratory pc board was returned for investigation. This board contains electronics which include microprocessor for control of the safety valve functions of the device. The returned pc-board was installed in a test ventilator for simulated use testing. The test ventilation confirmed the reported issue. The electrical measurement on the pc-board revealed that a capacitor in the pull magnet supply circuit was shorted, this caused the safety valve to stay in an open state. Evaluation of the returned device logs confirms the reported issue. The failure will be detected during the mandatory pre-use check. If the failure would occur during ventilation the user will notified by the generation of high priority alarms and technical error code. Our conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board that is part of the safety valve function. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).